Event description:
During a dcp procedure, the balloon catheter was in place and upon inflation, it was discovered that the catheter was leaking from the balloon end. Another catheter was used to complete the procedure without any complications. The complaint sample was saved and will be returned to quest for evaluation. The device is packaged in a kit. The part number of the kit dcp213-bi, lot 24837. The part number of the device that allegedly failed is ldc213, lot 24592.05y. The MDR will be filed on the ldc213 code.